Event description:
Boston scientific received information that during the implant procedure, this pacemaker exhibited oversensing when the right ventricular (rv) lead was connected to the device. Noise could not be reproduced while manipulating the lead through the pocket. Sensitivity was adjusted, but the oversensing could not be resolved. A new device was then connected to the lead, with no further issues.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole/gouge in the rv seal plug. The missing seal plug material was found lodged in the setscrew hex slot. The ra seal plug was intact, and all setscrews moved freely. The device port's spring contacts were measured, with dimensions within design specifications. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the reported clinical observation; the oversensing observed during the implant procedure was caused by damage to the rv seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.